Manufacturer narrative:
Sections with additional information as of 23-jan-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for investigation. Product testing was performed and no defect found on returned meter. Test strips were not returned for investigation. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 233, 177, 176, 218 and 393 mg/dl. The customer¿s expected blood glucose test result ranges are 150-175 mg/dl am fasting and below 200 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 06/13/2025 and open vial date was not provided. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly, lot number zc5638s, manufacturer¿s expiration date is 10/25/2025. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 197 mg/dl and 183 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 233 mg/dl date: (B)(6) 2024 time: 4:36 am fasting, result 2: 177 mg/dl date: (B)(6) 2024 time: 1:22 am fasting, result 3: 176 mg/dl date: (B)(6) 2024 time: 1:21 am fasting, result 4: 218 mg/dl date: (B)(6) 2024 time: 1:20 am fasting, result 5: 393 mg/dl date: (B)(6) 2024time: 1:19 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.